Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial tha on (B)(6) 2015. The patient was revised on (B)(6) 2021 due to poly wear and massive osteolysis in the acetabulum and proximal femur. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. Correction: d1 and d4 (no device information available; previous device information was incorrect).

Manufacturer narrative:
H3: investigation results - the most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors. The reported loosening may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the acetabular screw. However, this cannot be confirmed because the devices were not returned for evaluation and images or radiographs were not provided.

Manufacturer narrative:
H10. Additional/updated information ¿ a2, b1, b5, b6, d8, g4 510k, h7, h9. D10. No sn or cat#- exactech novation crown cup system 48mm novation crown cup. 20mm screw. Size 9 novation element hip stem. 32mm cobalt chrome femoral head with 13.5mm neck length. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available. H11. Corrected information - d1/d2a/d2b, d4 catalog number/ expiration date/ serial number / unique identifier (UDI) #, h4. F6 & f7 should be blank.

Event description:
Revision operative report of 8 apr 2021- patient was revised to competitor devices- dual mobility shell/ dual mobility liner/metal revision shell and exactech biolox femoral head. Postoperative diagnosis-failed left total hip arthroplasty due to polywear and vertical cup alignment, massive osteolysis in the acetabulum and proximal femur. Procedure: modular femoral head removed. Significant osteolysis in the proximal femur. Novation acetabular component was well fixed, catastrophic wear of the poly liner. Liner was removed, one screw was loose. Significant bone loss in the acetabulum, ilium and pubic osteolysis. Devices were trialed and implanted. Dressings were applied and the patient was transferred to recovery room in stable condition after reversal of anesthesia. Disposition- home with hhc and to have follow up visit 6 weeks post op. There is no other information available.